Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd intima-ii¿ closed IV catheter system had faulty product issues with the device still operable. The following information was provided by the initial reporter : "at about 9:00 on (B)(6) 2022, according to the doctor's advice, the patient was given intravenous indwelling needle puncture for infusion treatment. After the indwelling needle head entered the blood vessel, blood was returned and the needle was routinely withdrawn from the front end of the needle. There was resistance during the needle withdrawal process and the needle was not smooth. After the needle was transferred to the patient, there was a gap about 2mm near the tip of the needle core. "

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0202466. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that 1 bd intima-ii¿ closed IV catheter system had faulty product issues with the device still operable. The following information was provided by the initial reporter : "at about 9:00 on (B)(6) 2022, according to the doctor's advice, the patient was given intravenous indwelling needle puncture for infusion treatment. After the indwelling needle head entered the blood vessel, blood was returned and the needle was routinely withdrawn from the front end of the needle. There was resistance during the needle withdrawal process and the needle was not smooth. After the needle was transferred to the patient, there was a gap about 2mm near the tip of the needle core. "